Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure 75 y/o female, 5¿4.5¿ 193.9 lbs, bsa 1.94. The diagnosis and indication for the index surgical procedure? Aortic stenosis elective admission for avr. On what tissue was the suture used? Aortic valve. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Calcified, fragile, and diseased. What instruments were used to grasp the needle? Not determined. Where was the needle grasped during use? One needle was noted on final count of same suture second needle not found and deemed detrimental to patient to reopen by surgeon. In what tissue/structure is the needle retained? Chest near pulmonary artery. Other relevant patient history/concomitant medications product code? Do not have code ethibond 2-0 v5 suture and needle. Lot number? Do not have lot number. If applicable, will the actual product involved in the event be returned, or unopened representative samples from the same product code/lot be returned for evaluation? Did not retain to return for evaluation. Return date, tracking information. N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Nature of patients anatomy and difficulty of procedure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was received: were x-ray or any radiological test performed and confirmed that the needle is retained in the patient? If yes, please provide results with location and size of the needle retained in the patient. Needle was confirmed by x-ray prior to patient leaving the or. Chest wall near pulmonary artery. Did the needle break or pulled off from suture thread and fell in the patient's body or was any other device deficiency noted? It was not broken, pulled off are any plans in future to remove the retained needle from the patient ? It was determined best to leave the retained needle in place as oppose to remove. Any adverse patient consequences noted? If yes, what medical/surgical intervention was provided to manage them? No adverse consequences noted. Product code and lot number of the ethibond suture used . The suture material was ethibond 2-0 v5. We do not have the lot number do to the timeliness of the reporting of the retained needle and the actual procedure date. Patient's current condition patient is stable and doing well post-surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? In what tissue/structure is the needle retained? Other relevant patient history/concomitant medications product code? Lot number? If applicable, will the actual product involved in the event be returned, or unopened representative samples from the same product code/lot be returned for evaluation? Return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent an aortic valve replacement on an unknown date and suture used. During the procedure the needle pulled off and foreign body was retained post procedure. The suture needle material was discovered after closure of the chest. The needle was confirmed by x-ray prior to patient leaving the operating room. The needle is in the chest wall near pulmonary artery. It was determined best to leave the retained needle in place as opposed to removing it as it was reported too risky to reopen the patient to remove. It was reported the patient is stable and doing well post-surgery. Additional information has been requested.